Manufacturer narrative:
Age at time of event: asked, however, the information was not provided. Gender: asked, however, the information was not provided.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no process and / or material changes within the production order. There were no non-conformances with respect to the sterilization process. The results showed all dimensions were within specification. There were no associated nonconformity material reports. There were no associated nonconformity reports or deviations. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that while rotating the intraocular lens (iol) in the bag, it tore the capsule and was removed. No further information was provided.